Event description:
A customer contacted beckman coulter (bec) reporting that approximately 15 mls of cleaner leaked from the right side of the coulter hmx autoloader analyzer (115v) and onto the counter top during shutdown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found a leak from worn tubing at the differential waste pressure valve (pv43), which carries waste and diluent. The fse replaced the tubing which resolved the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).